Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided by the customer.

Event description:
It was reported that during a medication officer safety forum, the customer reported that when initiating a blood product infusion, the device alarmed for ¿syringe near empty¿ despite having a full bd 50ml syringe. There was no report of patient harm or consequences at this time. It was later stated per customer: "after reviewing further I think this is related to the near end of infusion setting in the drug library, I don¿t believe this is a device issue."